Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tip of the vasoview hemopro 2 jaw broke off. No components were detached into the patient. Another kit was used to complete the case. No patient effects reported.

Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, d10, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 10/28/2022. An investigation was conducted on 11/03/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be flexed away at the center of the hot jaw due to normal clinical use. The clear silicone insulation on both the cold and hot jaws was observed to be intact with no visual defects observed. The jaws were observed to be intact. Based on the returned condition of the device as well as the evaluation results, the reported failure "break jaw" was not confirmed. The lot # 3000254166 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.